Event description:
End user's wife reported that the end user has blotchy redness with bleeding all around stoma under mass. She also reports a tender black and blue spot measuring (2) two inches in diameter at the 9 o'clock area.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user's wife stated the user's skin care includes the use of dove soap. She also stated the end user was prescribed silver nitrate for bleeding areas and the user plans to see the dermatologist. The end user uses eakin; allkare and skin protectant barrier wipes. She was instructed to have the end user use non-residue soap; resize barrier; and stomahesive powder in crusting technique. She was advised to seek additional care from health care provider. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted.